Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer tested 4.4 mmol/l on the aviva expert system and was treated with glucose gel. An ambulance was called, and less than 10 minutes later the customer tested 3.4 mmol/l on the professional meter. The customer was taken to the hospital; it is not known if medical treatment was received. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.